Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator exhibited oversensing due to noise. This oversensing resulted in pacing inhibition. Programming changes were successfully completed. The patient was stable and asymptomatic.